Event description:
This is a literature report from (B)(6) of peritonitis due to (B)(6) in a patient coincident with dianeal (4.25%) therapy. On an unreported date (3 years after starting dialysis), the patient developed fever and was diagnosed with peritonitis due to (B)(6). An unspecified treatment was administered and the fever resolved. However, insufficient ultrafiltration was noted and the patient was switched to icodextrin. No further information was provided pertaining to the event.

Manufacturer narrative:
(B)(4). Literature citation: yoshimura m, isihikura k, shinsuke m et al. Peritoneal dialysis 2010: suspected encapsulating peritoneal sclerosis in three children who have been on peritoneal dialysis for less than 5 years. Kidney and dialysis. 2010sep; 69: 404-406. The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.